Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fmi, common device name: hypodermic single lumen needle, PMA / 510(k)#: k951254. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle was discovered to be broken prior to use with a 1 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter: broken needle.

Event description:
It was reported that needle was discovered to be broken prior to use with a 1 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter: broken needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/26/2020. H.6. Investigation: customer returned (1) 10 ml, 40mm, 22g bd safetyglide syringe with an opened blister pack from lot # 9031536. Customer states that the needle is broken. The returned syringe was examined and exhibited a bent cannula. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Root cause: bent during use of the product by the customer. A review of the batch history record for the complaint lot was satisfactory and there were no related quality notifications. H3 other text : see h.10.